Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had care link report anomaly and sensor glucose versus blood glucose difference. The customer stated that she was not able to see information all the way back to october on her care link reports. Customer declined to troubleshoot for sensor glucose versus blood glucose difference. The customer was advised that we are sending follow up e-mail to solutions to find possible care link report anomaly.